Event description:
A 28mm diameter x 16mm diameter x 16.5cm length aneurx bifurcated stent graft and its components was inserted for the endovascular treatment of an abdominal aortic aneurysm on an unknown date. The physician reported that the pt had typical anatomy with moderate tortuosity and some calcification (not severe). The physician reported that the "devices would not deploy" and there was no significant movement of the graft cover. He also reported that the "graft cover snapped on two of them". The physician accessed both the iliacs to see if the angles made a difference", however, he experienced the same difficulty in deployment of the stent graft. The physician reports that the last stent graft deployed had no significant problem and there were no problems with fixation or attachment seal. It is reported that the pt did fine. Multiple attempts to obtain information have been unsuccessful. The device was returned to medtronic ave for returned goods investigation and is pending analysis.

Event description:
Returned goods investigation reveals that the device was returned with the stent graft loaded. The graft cover was retracted 2.8mm from the step of the nosecone. The graft cover was broken distal to the black ring. There was a kink 8.1cm proximal from the distal end of the graft cover. There was a stress crack 4.9cm distal to the torque handle. The handle was disassembled for investigation in the returned goods lab. There was necking and stretching on the slider tube 9.1cm between the stress crack and the distal end of the graft cover break, which is distal to the molded slider. Based on the info available and the investigation performed, it is possible that the kink in the catheter prevented deployment of the stent graft and caused increased force on the slider assembly causing the graft cover to break.